Manufacturer narrative:
2088tc lead implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead pulled back into the coronary sinus and exhibited high thresholds. Only one of the quadripolar lead's four electrodes was still in the target branch. The lead was explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.